Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this device, right atrial (ra) and right ventricular (rv) lead exhibited noise and oversensing that resulted in pacing inhibition for greater than 2 seconds of asystole. Additionally, the noise on the rv lead resulted in delivery of inappropriate anti-tachycardia pacing (atp). The physician was going to consider switching the ra and rv leads in the device header. Boston scientific technical services (ts) discussed switching the leads in the header would be considered off label use. Available information indicates this product remains implanted and in service. No adverse patient effects were reported.